Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was 500 mg/dl. The customer¿s blood glucose level at the time of incident was 150 mg/dl and the current blood glucose level was 350 mg/dl. The customer was treated with insulin pump for high blood glucose level. The customer was experienced symptoms such as a result of high blood glucose such as nausea. Based on customer report customer does not allege pump was under delivering. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The customer was wearing the insulin pump when incident was reported. The insulin pump will not be returned device for analysis.